Event description:
A malfunction alarm identified as malf 9 was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.